Manufacturer narrative:
Age at time of event: around 70. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a non-tortuous and non-calcified saphenous vein graft (svg) to the obtuse marginal (om) branch. A 4.00 x 16 mm synergy ii drug-eluting stent was advanced to treat the lesion. The guide catheter was not co-axial to the aorta into the ostium of the vessel; therefore, a lot of resistance was met when the physician attempted to push the stent into the vessel. When the stent was pushed a little harder, the stent came off the balloon and was inside of the guide catheter. A 2.5 balloon catheter was then advanced and trapped the stent against the guide catheter. Then the sheath was pulled with manual pressure and everything was pulled out, the guide catheter, balloon, and wire. The procedure was done at that point. No patient complications were reported and the patient's status was fine.